Event description:
It was reported that the patient received six shocks due to a very sudden onset of supraventricular tachycardia (svt), which the device did not convert the patient out of the svt rhythm. The rhythm spontaneously terminated. The patient was admitted to the hospital and medications were reported to be adjusted. The device remains in use. No further complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as one ventricular non sustained tachycardia at 200 ms occurred on (B)(4) 2012 00:40:33. Three ventricular fibrillation episodes <=180 ms average v-cycle occurred between (B)(4) 2011 10:45:06 and (B)(4) 2011 02:39:10.